Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The patient remained ongoing on pump support at the time of the event. The patient later expired on (B)(6) while at home on hospice with suspected device thrombosis (covered under medwatch MFR# 2916596-2017-01421). The pump was not explanted following the patient's expiration. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-00396 for the report of the previous suspected driveline infection. The report included user facility report (B)(4). Approximate age of device ¿ 1 year 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient arrived at the emergency department on (B)(6) 2017, with signs and symptoms of a driveline infection. The patient had complained of pain over driveline exit site, and foul smelling drainage was observed at the exit site. The patient was admitted and started on vancomycin and zosyn empirically. On (B)(6) 2017, the patient underwent driveline debridement. Culture collected during the debridement procedure grew positive for proteus mirabilis and clostridium ramosum. Infectious the patient was treated with unasyn. It was reported that the patient was non-compliant, even during the hospital admission. The patient had a previously reported driveline infection, and was reportedly non-compliant with treatment. A user facility medwatch was received that states: patient came in via ems to the ed on (B)(6) 2017 with complaints of pain over driveline exit site. Drainage was noted at the exit site and a foul odor was also appreciated. The patient was admitted and started on vancomycin and zosyn empirically. She underwent driveline debridement on (B)(6) 2017. ID was consulted. Recommendations for unasyn for 14 days are being followed by the vad team. Patient remains noncompliant, even during this admission.